Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: which firing of the device did this event occur on? 1st firing. What vessel or structure was the device fired on at the time of the event? Pulmonary artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No touch feedback. The surgeon felt very easy when firing. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? What was found? No. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? Primary surgeon. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the staples were malformed (like "v" type) after firing. Changed another one still had some problem. The surgeon used (B)(4) staple to complete the procedure. No patient consequence.